Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient received the end of battery life message on the remote control. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well post operatively. It was noted that the patient was not a high frequency user. The explanted ipg was not returned as it was kept by the medical facility.